Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) system exhibited high, out of range, pacing impedance measurement. The patient was brought to clinic for follow-up and the out of range measurements cannot be reproduce. Pacing threshold were normal. No noise recorded. Boston scientific technical services (ts) suggested to perform seatbelt maneuver to the patient and have a chest x-ray to visualize the header. Additional information obtained from the field representative indicates that the recommended maneuvers were performed and there were no sensing issues noted. The physician decided not to take chest x-ray since there were no sensing abnormalities and lead functions were fine. The patient will be monitored continuously via remote home monitoring system. The system remains in service. No adverse patient effects were reported.